Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos were provided to our quality team for investigation. Upon visual inspection, red adhesive tape was observed at the end of the package, verifying the reported concern. A device history record review did not reveal any documented quality issues during the production of lot number 2510081 that could have contributed to this observation. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout the various manufacturing subprocesses, in accordance with established procedures, no issues related to this event were detected. Red adhesive tape is used during the packaging process when a paper roll is replaced, to join the end of the existing roll to a new roll. The packaging machine is equipped with a detector designed to identify this material and automatically reject it as scrap. Six retained samples of the reported lot were used for additional evaluation. All packages were inspected, no tape or other packaging related issues were observed. While no direct manufacturing issue was identified, the investigation determined that this incident was likely due to a failure in the detection system to properly identify and reject the affected product. Manufacturing personnel have been made aware of this occurrence to increase awareness. Complaints related to this device and reported condition will continue to be monitored by our quality team for any signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll packaging was damaged / defective. The following information was provided by the initial reporter: reference: 300865 lot: 2510081 date of occurrence: (B)(6) 2026. It was reported that new, unopened box. Upon opening, we notice syringes with unusual red tape. We removed the syringes in question and noticed that they were wrapped in paper, opened and therefore not sterile (a020701). Number of devices affected: twelve. No clinical consequences (e2403). Withdrawal of the syringes in question.